Manufacturer narrative:
The device has not yet been received for evaluation. If the device is ultimately received a supplemental form will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was not impacted.